Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that during patient use, the autopulse platform (s/n (B)(4)) would not go into continuous mode. The customer had to revert to manual CPR. No patient information was disclosed. Follow up with the customer found out that the emt crew originally set the platform to 30:2, meaning thirty compressions to two breaths. Per the IFU, once the device is programmed to a specific setting (30:2, 15:2) it will not go into any other setting such as "continuous mode." A zoll representative was onsite and was able to clear the issue and the platform functioned as intended. The customer did not send the device into zoll for evaluation.